Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on previous complaints, it is likely that off axis forces may have led to the reported event. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the locator with the angio-seal device. When the locator was inserted into the insertion sheath, resistance was felt and the locator got kinked. The device was not used and manual compression was applied to successfully achieve hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. There was no health damage to the patient. The reported blood loss was less than 250cc. There were no other devices or equipment used with the angio-seal device.